Event description:
The event is reported as: complaint description: the trigger came into contact with the housing (hit against the edge of the housing) while it was depressed, so it could not be depressed smoothly. No harm was caused to the patient. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of report. A device history record (DHR) review could not be conducted since the lot number was not provided.